Manufacturer narrative:
The information in this report was provided by (B)(4) legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It is alleged by the attorney, through the filing of a lawsuit, that the patient underwent a left total hip arthroplasty on (B)(6) 2006 where he was implanted with a stryker hip system. It is further alleged that the patient's left hip had to be revised on (B)(6) 2017 due to excessive levels of chromium and cobalt revealed in blood work.

Event description:
It is alleged by the attorney, through the filing of a lawsuit, that the patient underwent a left total hip arthroplasty on (B)(6) 2006 where he was implanted with a stryker hip system. It is further alleged that the patient's left hip had to be revised on may 3, 2017 due to excessive levels of chromium and cobalt revealed in blood work.

Manufacturer narrative:
Additional information: an event regarding alleged abnormal ion levels involving a metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: could not be performed as no items were returned for evaluation. -medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated a medical review could not be performed as additional records such as operative notes, office/clinical notes, patient demographics, histopathology, serial x-rays and examination of the explanted devices are needed to complete the assessment. -product history review: a review of the product history review indicated the devices were accepted into final stock. -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further patient information such as operative notes, office/clinical notes, patient demographics, histopathology, serial x-rays and examination of the explanted devices are needed to complete the medical assessment. Additionally, the subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall ra (B)(4) was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6) 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It is alleged by the attorney, through the filing of a lawsuit, that the patient underwent a left total hip arthroplasty on (B)(6) 2006 where he was implanted with a stryker hip system. It is further alleged that the patient's left hip had to be revised on (B)(6) 2017 due to excessive levels of chromium and cobalt revealed in blood work.

Manufacturer narrative:
An event regarding abnormal ion levels involving a unknown metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: it was reported that the patient's left hip was revised due to excessive levels of chromium and cobalt revealed in blood work. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.